Event description:
It was reported that a progav 2.0 shuntsystem (part # fx643t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 87 centimeters (cm). Weight: (B)(6). Gender: male.

Manufacturer narrative:
Investigations: visual inspection: no abnormalities were found. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage and that the shuntassistant 2.0 is permeable. Computer controlled test: because the progav 2.0 valve is not permeable, a computer controlled test is not possible. The shuntassistant 2.0 is operating not within the specified tolerances. The test showed a slower outflow. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Klick force and brake function test: the brake functionality test has shown that the brake function is operational, however the klick force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, clearly deposits were found in both valves. Results: it should be noted that the product was received not completely submersed in liquid. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation results, we can identify a blockage and non-adjustability in the shunt system. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.